Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a male patient (age unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The customer's report could not be replicated during testing. Review of the event logs showed three rhythm analyses, none of which advised shock. During the first analysis, CPR artifacts were present and initially influenced the ECG morphology. Once ceased and the artifact resolved, the rhythm presented as a low-level organized rhythm, and the algorithm appropriately determined it to be non-shockable. The algorithm is designed to remain noncommittal when rhythm changes occur during analysis, which can result in a brief "shock advised" indication followed by "no shock advised." The second analysis displayed a clearly organized rhythm and was correctly classified as non-shockable. In the third anaysis, an abrupt waveform change was observed, but the rhythm was again determined to be non-shockable throughout. Per the product labeling, users are instructed not to touch the patient during analysis and shock delivery, as patient contact may introduce artifact into the ECG signal. Movement of the patient or electrodes, such as performing CPR during analysis, can influence rhythm interpretation. Based on logs review and testing, the device functioned as designed and it's anaysis and therapy recommendations reflected the ECG data available at the time of use. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.